Event description:
The following information was reported to kci by the patient: the patient allegedly experienced a severe reaction to the v.a.c. Drape which caused an infection requiring antibiotic therapy. No additional information is available. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2014, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c. Drape lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Per review of kci records, the physician documented on the discharge orders that on (B)(6) 2014, the patient was discharged from v.a.c. Therapy as the "goal of therapy met." Based on information provided, it cannot be determined that the alleged reaction or infection is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.